Event description:
Devices were received with a mostly blank perform and x-rays of a patient's right hip. An accolade stem, lfit v40 40 -4 head, and poly liner were received. The per form has the following information: date of implant (B)(6) 2010, date of explant (B)(6) 2019, revision of primary, surgical approach traditional/ standard, patient's post implant activity level moderate, complicating conditions "ckd, hepatitis, hyperlipidemia". Update 13 june 2019: information received from sales rep: the surgeon is only looking for a volumetric wear analysis on the poly. He does not have a product complaint.

Manufacturer narrative:
An event regarding disassociation and wear of an accolade stem trunnion that was mated with an lfit v40 cocr head was confirmed through material analysis of the returned components. Subsidence of the stem was identified through revie of the returned x-rays. Method & results: product evaluation and results: a ridge was observed around the bottom of the proximal side of the female taper. The wear observed on the hip stem was consistent with the taper lock breaking loose between the stem trunnion and the femoral head taper. That caused the head to rotate on the stem causing wear damages. It was not possible to determine the cause of the taper lock breaking loose. The wear observed on the hip stem trunnion is consistent with the taper lock breaking loose between the femoral head and the hip stem trunnion. Adhered material was observed on the head taper and the head articulating surface the insert articulating surface. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy and the adhered material was consistent with biological material, material transfer, and a decontamination process. Clinician review: clinician review: the provided medical records were received by a clinician and subsequently rejected for completion of a medical review. The clinician indicated undated x-ray shows subsidence of the stem need operative reports, clinical and past medical history and serial x-rays. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the disassociation event was identified through examination of the returned devices. While material analysis indicated the root cause could not be confirmed, the subject device has been identified to be mated with an lfit v40 cocr head within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. The root cause of the subsidence event could not be confirmed as insufficient information was received operative reports, clinical and past medical history and serial x-rays are required for determining a root cause. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Devices were received with a mostly blank per form and x-rays of a patient's right hip. An accolade stem, lfit v40 40 -4 head, and poly liner were received. The per form has the following information: date of implant (B)(6) 2010, date of explant (B)(6) 2019, revision of primary, surgical approach traditional/ standard, patient's post implant activity level moderate, complicating conditions "ckd, (B)(6), hyperlipidemia".